Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the processor occasionally reports error code b30 with different endoscopes. When this happens, the image goes dark and there are coloured pixels in the image. If the flat connector is shaken, the image reappears. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: b5, h4, h6, h11 the customer later reported that the unit was repaired and the issue did not recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic colonoscopy procedure which was completed without delay with the same device. The patient was sedated with propofol.